Event description:
A customer reported that an ophthalmic operative system exhibited insufficient suction during the vitrectomy surgery. There was no report of patient harm. Additional information received clarified procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was noticed the customer did not have the correct vacuum parameters and did not use the pedal correctly. The customer was instructed on proper use of the system. After the system was tested, there was no problem found with the system. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to user error. The system itself had no problem. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).